Event description:
It was reported that the patient with this right atrial (ra) lead underwent a magnetic resonance imaging (MRI) scan that was non-conditional. After the procedure, the device was removed from magnetic resonance imaging (MRI) scan protection mode and impedance measurements were within range and the device appeared to be functioning as programmed. No adverse patient effects were reported. This right atrial (ra) lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).